Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, when the user opened the package of an ngage nitinol stone extractor, it was discovered that the basket could not be closed or opened. The issue with this device was discovered prior to patient contact and it was not used on a patient. A new same device was used to complete the procedure. There were no adverse effects to the patient reported. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. One device returned to cook for evaluation in the marketing box and opened pouch with tray. The handle was in a closed position and basket formation in a closed position. The handle does not actuate basket formation. The support sheath and basket sheath are detached and adhesive is noted on the basket sheath. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the separation could not be determined. The orange support sheath and basket sheath were separated, preventing the basket from opening. The support sheath and basket sheath are glued together. Glue residue was noted on the basket sheath, indicating the device was properly assembled. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, when the user opened the package of an ngage nitinol stone extractor, it was discovered that the basket could not be closed or opened. The issue with this device was discovered prior to patient contact and it was not used on a patient. A new same device was used to complete the procedure. There were no adverse effects to the patient reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and street address line 2: (B)(6). E1: name and address: phone: (B)(6). E1: name and address: postal code: (B)(6). G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.